Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 6/6/2016 - phone, 6/6/2016 - email, 6/13/2016 - email. Date of device manufacture year is 2006. The month of manufacture was unavailable at time of MDR filing.¿ a ge healthcare service representative provided remote troubleshooting assistance. The customer was to call back after the initial call with a purchase order (po) to send the device for evaluation/repair. The customer has not called back with this po. The ge healthcare service representative has initiated attempts to follow up with the customer regarding this issue. A detailed message was left with the customer requesting an update. To date, no information has been received from the customer. There was no medical intervention taken on behalf of the patient due to this issue, nor was there any patient impact/injury reported.

Event description:
The hospital reported that, during a procedure, the unit rebooted automatically. There was no reported patient injury.